Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. Device had minor scratches on lcd window. (B)(4).

Event description:
Customer's spouse reported via phone call that the insulin pump alarmed button error. No significant events leading to the alarm. Blood glucose value was 215 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.